Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date (B)(6) 2021 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block h6: medical device code a050501 captures the reportable issue of bands unable to deploy. Block h10: investigation results: the returned speedband superview super 7 device was analyzed, and it was noted that the handle assembly and the ligator head were retuned with the device. The slack was taken up correctly; however, it was observed that the trip wire was not secured in the handle slot and was kinked. The ligator head was returned with all the bands attached and the last band was overlapped. Further examination shows that the ligator head teeth were damaged. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No damage observed to the handle assembly and no other issues with the device were noted. The reported event of bands unable to deploy was confirmed. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label confirming the reported user error. The visual assessment identified that the trip wire was not secured in the handle slot as mentioned in the IFU. Failure to follow this step could have caused the trip wire to slip through the handle assembly during deployment and cause an inaccurate deployment of bands and causing more tension on the device, resulting to the damage on the ligator head teeth. Additionally, the trip wire was kinked. This could have been generated due to handling and manipulation of the device and/or the technique used when taking up slack. Taking all available information into consideration, the most probable root cause of this event is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a procedure performed on an unknown date. During the procedure, the bands could not be deployed. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. Note: there was no difficulty experienced upon setting up the device; however, it was reported that the physician did not take up the slack by pulling the proximal end of trip wire on the handle and and did not secure the trip wire into the handle slot as described in the instructions for use (IFU).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a procedure performed on an unknown date. During the procedure, the bands could not be deployed. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. Note: there was no difficulty experienced upon setting up the device; however, it was reported that the physician did not take up the slack by pulling the proximal end of trip wire on the handle and did not secure the trip wire into the handle slot as described in the instructions for use (IFU).

Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2021 was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.